Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Bits of skin out of mouth were stuck between the rotating and stationary part of the brush [mouth injury]; very painful - mouth [oral pain]; brush broke while brushing [device breakage]; I think they were so cheap because there were manufacturing defects in them, or they are counterfeit- oral-b brush heads [suspected counterfeit product]. Case description: a female consumer of unspecified age reported via e-mail on 26-oct-2016 that 6 weeks ago, she started using an oral-b power oral care refill precision clean. The consumer described that pretty soon, bits of skin out of her mouth were stuck between the rotating and stationary part of the brush head; she asserted that it was very painful. The consumer then stated that sometime later, the brush head broke while brushing with an oral-b rechargeable toothbrush, version unknown. The consumer asserted that she had never experienced this with an oral-b product before, and stated she thought the brush heads were so cheap because there were manufacturing defects in them, or they are counterfeit. The case outcome was unknown. No further information was provided.